Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on 06/18/2019 and the suture was used. During the procedure, suture needle pull off occurred. Another like suture was used to complete the procedure. There were no patient consequences reported.